Event description:
The customer reported approximately 10 mls to 15 mls of fluid leaked from an overflow of the white blood cell (wbc) bath in the coulter ac·t diff 2 analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak of a white blood cell (wbc) bath overflow from a clogged waste filter and fluid barrier on the vacuum line. The fse replaced the two filters resolving the bath overflow. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).